Event description:
It was reported that a stent graft that was being placed in a basilic vein transposition that was stenosed, failed to deploy. The procedure was being performed shealthless over a 0.035 wire. The physician has used several of these devices but had not experienced difficulty with the "pin and pull" method in the past. As a result of the difficulty, the physician removed the 7x80 stent graft and placed an 8x80 with no problems. It was reported that there was no pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. As the sample was discarded at the user facility and not returned for investigation, no sample eval could be performed. The result of the complaint is inconclusive and the root cause unk. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.